Manufacturer narrative:
Device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A right atrial (ra) lead was also present in the patient but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction to the lead. Multiple devices were also in use to aid in the lead's extraction. With moderate tension, the rv lead tip released and the lead was removed. At that time, the patient's blood pressure dropped. Rescue efforts began, including rescue balloon and sternotomy. An rv perforation was discovered. The repair was successful and the patient survived the procedure. This report is to capture the lld device providing traction to the rv lead when the rv perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.